Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported aortic insufficiency (ai) could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut into multiple segments. The proximal portion measuring approximately 7.5 inches from the pump housing, a middle segment measuring approximately 7 inches, and a distal portion of driveline measuring approximately 20 inches were returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The outflow graft and outflow graft bend relief were returned attached to the pump. The bend relief collar was returned. The outflow elbow was returned attached to the pump. No evidence of developed depositions or thrombus formations were observed throughout the system that would have contributed to a flow issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. There was incidental finding of a breach in the insulation of the black wire approximately 6 inches from the pump housing. The area of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Although no device malposition or flow issues were reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. The patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with heartmate (hm) ii in 2013 due to severe aortic insufficiency. Because the patient needed an aortic valve replacement (avr) for pre-existing aortic insufficiency before implant, the healthcare team felt it was best to do a pump exchange at the same time given their original pump was used for 9 years. The patient underwent a hm ii to hm3 pump exchange on (B)(6) 2022. The patient remained in intensive care unit, intubated, sedated, and was in temporary right ventricular assist device (rvad) and inotropic support. The exchanged pump was sent back for evaluation. Heartmate 3 lvad: MFR#(B)(4). Heartmate 3 rvad: MFR#(B)(4).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.